Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. Internal control number: 105891.

Event description:
It was reported from an eye care professional that a pt developed infiltrates and ulcers associated with contact lens wear. The pt was treated with zymaxid and zylet. The event was resolved. The pt's lens care solution was changed to clear care. Additional information has been requested but not yet received.